Event description:
This sys was removed due to infection: linox sd 65/18, MDR 1028232-2008-01597. Selox jt 53, MDR 1028232-2008-01598. Corox otw 85-up steroid, MDR 1028232-2008-01599.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the qual documents accompanying this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotrnik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temp, humidity, etc were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.